Manufacturer narrative:
Analysis of the 8598a catheter revealed catheter body; user related hole. Analysis of the 8781 catheter revealed catheter body; kink observed, hole caused by repeated flexing. Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft bearing. Interrogation of the pump determined it was used to deliver fentanyl 2000mcg/ml at 7.995 mcg/day and bupivacaine 20mg/ml at 7.995 mg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 02-jul-2021, UDI#: (B)(4). Product ID: 8781, serial/lot #: (B)(4), ubd: 06-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl dose and con centration not reported via an implantable pump. The indication for use was spinal pain. On (B)(6) 2019 it was reported that the patient¿s pain symptoms returned due to ineffective therapy. They suspected an occluded catheter. Per the reporter, they attempted to aspirate the catheter, but it was unsuccessful. Per the reporter, the specific date was unknown, likely (B)(6) 2019. The patient was scheduled for a replacement of pump (eri) and catheter at the same time. The actions and interventions taken to resolve the issue was replacement of the pump and catheter. The catheter was also aspirated during the surgery on (B)(6) 2019 and still the physician could not aspirate. The physician noticed a possible kink near the anchor. During the procedure the physician noticed csf dripping from the new catheter out of a small hole. The physician was anchoring the new catheter when he noticed the hole a few inches up from the proximal end. The physician trimmed that section off and finished the procedure. No issues with the patient. The issue was resolved at the time of the report and it was noted that the physician would not have any further information regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient status was noted as alive, no injury and no further complications were reported or anticipated.